Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. If explanted; give date: lens remains implanted, however explant is planned for (B)(6) 2019. (B)(6). (B)(4). Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no similar complaints for this order number have been received conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced unexpected myopia after iol (intra-ocular lens) implantation. The subjective refraction resulted in a myopia of -1.0 and the iol will be exchanged. Through follow-up we learned that the lens was implanted on the (B)(6) 2019 and an explant is planned for the (B)(6) 2019. The belief is that the calculation was incorrect, but unconfirmed. No additional information was provided.